Event description:
Clinical study. Same case as MFR# 6000093-2007-00775. It was reported that 542 days after a coronary stenting treatment procedure, the patient required a target vessel reintervention (tvr). The index procedure treated a target lesion located in the mid left anterior descending artery (mid lad) with placement of a 2.5x12mm taxus express2 drug eluting stent. At 539 days post index procedure, the patient underwent a cardiolite study which showed "anterior and apical ischemia suggesting disease,"and was referred for cardiac catheterization. The patient had been experiencing intermittent angina and increasing palpitations. At 542 days post index procedure, the patient underwent cardiac catheterization which revealed: stent previously placed in the proximal lad without restenosis; a commercial taxus express2 2.5x12mm stent in the mid lad has 99% in-stent restenosis at the distal edge. Initially in the intervention of the mid lad, a non bsc balloon was used but there was "significant indentation despite high atmosphere inflation." A non bsc balloon was then used and "again significant indentation." An attempt was made to pass a taxus 2.5x24mm stent without success. A flextome 2.25x10mm cutting balloon was then attempted but could not cross. Finally, a monorail balloon was used. The lesion finally stretched and the taxus 2.5x24mm stent was placed and post-dilated with 0% residual stenosis. The physician noted the serious adverse event was definitely related to the device. The event was resolved the next day.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.